Manufacturer narrative:
It was reported that while getting out of bed "the rail bent" and caused a broken right tibia. No additional information was provided .it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"I broke my tibia bone right knee getting out of bed."